Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the cardiac resynchronization therapy defibrillator (crt-d) exhibited a sensing/detection problem and significant noise on the right ventricular port. There was a suspected issue with the grommet. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.